Event description:
It was reported that iab was inserted sheathless into the right femoral artery. The clinician inserted the iab up to the bifurcation but then stopped. It was not possible to reposition the catheter. The catheter was removed and replaced with a competitor's product. There were no reported pt complications.